Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the procedure date - is it (B)(6) 2018 or (B)(6) 2019? What tissue layer was the vicryl plus suture used on? How was the suture placed (interrupted or continuous)? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were cultures performed? Results? What medical intervention was performed? Results? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? What is the status of sample return?

Event description:
It was reported that the pediatric patient underwent aortic hypoplasia procedure on an unknown date and suture was used. The patient experienced infection, lysis of deep planes, cellular and late muscle lysis and disappearance of the suture threads post-op. When the surgeon opened the wound, the suture was not there and infection had ¿eaten¿ it. A lysis was formed in the cellular plane, which was solved with cleaning and re-suturing post-op. The surgeon opined a possible cause is the use of the suture. The patient has been discharged. Additional information has been requested.

Manufacturer narrative:
(B)(4). Event description: procedure date (B)(6) 2019. Device evaluation summary: four unopened samples of product code vcp316, lot al0820 were returned for analysis. The issue sample was not received for evaluation. The representative samples of product code vcp316 were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection the needles/sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or breakage suture were observed. A functional test was performed and the tensile strength force was above the minimum requirement. According to the sample condition the assignable cause of the medical patient related or breakage suture cannot be determined since no defects were observed on the packet or the suture and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device al0820 number, and no non-conformances were identified. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-81451 and 2210968-2019-81452. Analysis results have been included in follow-up reports for each. Additional information was requested and the following was obtained: please clarify the procedure date - is it (B)(6) 2019? (B)(6) 2019. What tissue layer was the vicryl plus suture used on? Cellular tissue and muscle. How was the suture placed (interrupted or continuous)? Continuous . Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) ? Location and appearance. Were cultures performed? Results? Negative. What medical intervention was performed? Results? V.o reintervention (suture and surgical cleaning). Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Our opinion is that it seems that the dehiscence was related to the thread that rebounded on the plane (the skin and bone were healthy). What is the patient¿s current status? Ambulatory, the 3 patients are discharged. What is the status of sample return? We send units of the same batch. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-81451 and 2210968-2019-81452. Analysis results have been included in follow-up reports for each.